Manufacturer narrative:
An attempt to obtain the product has been made but it has not yet been returned. Sample testing was conducted and the product performance that was reported by the customer was confirmed.

Event description:
It was reported that spo2 is reading but spco & spmet are providing ???? On the screen of the zoll monitor. There was no known impact or consequence to patient.